Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having issues with the functionality of the handset. Pt services conferenced in mobility to deactivate more than one mode that was running in the background of the handset. Issue was resolved and pt services took over to ensure pt was able to successfully charge their ins. The patient reported sensations while recharging. Pt states they were feeling a shocking at the implant while recharger was trying to find the device. The pt states when this happens their toes curl and this has been going on for years. The pt also stated the recharger would find the device, but would go back to searching. The following troubleshooting steps were performed: repositioned the recharger. The troubleshooting steps that were taken on the call resolved the issue and pt was able to establish an excellent connection that continued throughout the rest of the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.